Event description:
The customer reported inability to acquire a 12-lead.

Manufacturer narrative:
(B)(4). The customer reported inability to acquire a 12-lead. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.